Event description:
The iab leaked. This was the only info at the time of the report. On 5/12/98, the following was reported to datascope: the perfusionist checked the iab during the day. Later in the evening, the nurse noted blood in the catheter tubing. The physician was notified and the catheter was pulled a short time later. The perfusionist checked the catheter for a leak underwater and no leak was found. The nurse was adament about seeing blood in the drive line. There was no pt injury or complication as a result of the event. The pt was fine after the event on 3/3/98. [Event complications]: none from the event-reported 3/9/98 and 5/12/98. [Pt's current status]: fine-rpt'd 5/12/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 6/2/98).